Manufacturer narrative:
The device was manufactured september 7, 2017 - september 8, 2017. The device was received for evaluation. During visual inspection, the bladder was observed ruptured. Microscopic examination revealed no signs of abnormality that would cause or contribute to the rupture. The reported condition was verified. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured after filling. There was no patient involvement. No additional information is available.